Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil prematurely detached within the microcatheter. The coil and microcatheter were removed successfully. The pt was reported to be fine. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in this event has not yet been returned for eval. Only the coil is reported available as the delivery pusher was discarded. Upon examination of the sample/completion of the investigation, a f/u medwatch report will be submitted. (B)(4).

Manufacturer narrative:
The implant coil was returned for evaluation detached from the delivery pusher. As reported, the delivery pusher was not available to be returned. The distal end of the implant coil is damaged with evidence of being stretched at the proximal end. The root cause could not be confirmed as a portion of the device was not available for evaluation.